Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that the lcd display of the autopulse platform would not illuminate. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) on 10/23/2015 for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and it was found that the short black cover was damaged and the battery latch lock was bent. Internal visual inspection of the unit showed that the blue case screw posts were damaged. Please note that the platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse and are not related to the reported complaint of screen not illuminating. A review of the archive was performed and no issues relating to the reported complaint were observed. The platform was functionally tested and the autopulse performed both 30:2 and continuous compressions. However, the lcd display was observed not to be working, thus confirming the customer's reported complaint of screen not illuminating. Further inspection determined that the system processor board was defective. Therefore the system processor board was replaced to remedy the lcd display fault. Load cell characterization was also performed and both load cells were found to be functioning properly. Based on the visual inspection, the parts replaced were the blue case and all associated parts, short black cover, battery latch lock and system processor board. Power distribution board was also replaced as part of the service procedure. In summary, the customer's reported complaint of screen not illuminating was confirmed during functional evaluation and was attributed to a defective system processor board. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.